Manufacturer narrative:
G4: 06jul2020. B4: 06jul2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06jul2020. B4: 06jul2020. Multiple good faith efforts were made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
The customer reported a patient circuit occluded alarm but did not identify any error codes in the event log. There was no patient involvement. Technical support provided remote assistance to the customer and advised to complete performance verification testing to help diagnose the issue.